Event description:
The customer reported three unexplained incidents of (B)(6) results for the axsym (B)(6) assay. One placental blood sample from one patient (B)(6) generated a (B)(6) result that was later confirmed (B)(6) when tested with a different reagent lot on the axsym (B)(6) and by other non-abbott methods. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. No returned materials were available for the investigation and the reagent in question was expired (9/29/2010) by the time the complaint was received ((B)(4) 2010). A review was performed for customer complaints received to date to determine if there were similar complaints related to this issue. The review did not find an increase in the number of complaints related to discrepant results while using this assay. The customer was referred to the assay package insert which stated that the performance of this reagent has not been established for cord blood, neonatal samples or other body fluids such as urine saliva and amniotic fluid. Based on the evaluation results, no malfunction or product deficiency were identified related to this issue and this product.

Manufacturer narrative:
(B)(4). This MDR is being filed for an international product (B)(4) that has a similar product (B)(4) distributed in (B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.